Manufacturer narrative:
H3, h6: analysis was performed for product: 9736411, lot number: (B)(6). It was reported that there were no issues found. The ssd was booted up and logged into five times without issues. An application was found that was previously installed, and it functioned normally without failure. S.m.a.r.t data <(>&<)> self-test reported no errors on the drive. The drive functioned normally without failure. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis was performed for product: (B)(4), software version: 2.0.3. It was reported that based on the information provided, the issue was related to the graphic card or other hardware component. This did not appear to be software related. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the computer, lot number: 2004c02004, was returned to the manufacturer for analysis. The computer passed all burn-in testing, but when an operating system (os) solid state drive (ssd) was inserted, the computer would only boot up to login screen with the high-definition multimedia interface (hdmi) connection. Digital visual interface (dvi) and display port (dp) ports received a no signal message. The reported event could be duplicated by medtronic personnel. Codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the computer and solid state drive (ssd) were replaced. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 2.1.0 product ID: 9735764r, lot number: unknown, product ID: 9736411, lot number: unknown, h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. H6: codes a1102: application program problem, a110201: application program freezes, becomes nonfunctional are applicable to the system displayed a blue screen with a failure-to-boot message and the camera cart displayed no source signal. Code a0902: display or visual feedback problem is applicable to both screens are black. Code g02007: computer hardware is applicable to the computer and solid-state drive (ssd) components. Code g02008: computer software is applicable to the system's computer software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while attempting to boot up the system, it displayed a blue screen with a failure-to-boot message that requested a reboot. The issue was not resolved with a reboot. On a second attempt, the system became stuck on a boot screen and eventually failed to boot again. The rep was unable to enter the stealthadmin screen. Troubleshooting was performed. After the manufacturer representative (rep) put a good solid state drive (ssd) in the system, both screens were black and the camera cart displayed no source signal. Technical services (ts) had the rep put the bad ssd into a known working system. The rep noted a blue screen came up, but then the system booted to the login screen. The system was rebooted by the rep, and the system booted to the login screen and functioned as intended. Ts confirmed that the system had a legacy computer. There was no patient involvement.